Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.  Reported events: 2 events were reported for this quarter.   Product return status: 2 devices were received for evaluation.   Evaluation status 1 reported event was confirmed during testing. 1 device was found to be affected by wear damage to the flex assembly. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by corrosion.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact.